Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "I have had bouts of high fevers, chills" and an infection. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.